Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: d1102, IFU statements the gore® tag® thoracic branch endoprosthesis instructions for use (IFU) was reviewed and the following IFU statements were identified in relation to the reported event. Gore® tag® thoracic branch endoprosthesis deployment: with the position of the aortic and branch guidewires secure, and using fluoroscopic guidance, advance the delivery catheter to the proximal descending thoracic aorta, taking care to remove any twists between the two guidewires while advancing. Remove guidewire twists in the straight descending thoracic aorta before advancing into the proximal descending thoracic aorta. Guidewire twists should be removed while advancing the device through the straight descending aorta. Advance the delivery catheter to the approximate target location using the radiopaque markers for guidance (figure 2). The aortic component should be positioned as far proximally as possible while ensuring that the following conditions are met: - ensure the device is positioned against the outer curve of the aorta by applying forward pressure on the aortic guidewire. Caution: excessive forward pressure or pressure applied directly to the catheter shaft during deployment has resulted in inaccurate device positioning. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment of a thoracic aortic aneurysm, zone 2, using gore® tag® thoracic branch endoprosthesis. During insertion of the aortic component, wire wrap occurred. An attempt was made to resolve the wire wrap in the descending aorta, but torque could not be transmitted, and the attempt was unsuccessful. Although the internal portal was not fully oriented toward the outer curvature of the aorta, the device was deployed. The portal was positioned toward the inner curvature. Attempts were made to insert the guiding sheath and the side branch component into the portal entry, but insertion was unsuccessful. Angiography revealed delayed blood flow to the left subclavian artery. As no endoleak was observed into the aneurysm, the side branch placement was abandoned and the procedure was completed.